Event description:
Customer observed a non-reproducible elevated advia centaur xp troponin ultra (tni-ultra) result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra result.

Manufacturer narrative:
The cause of the non-reproducible elevated advia centaur xp troponin ultra result is unknown. Siemens service went on site went on site and performed an instrument service check. Wet/dry tests were performed as well as maintenance that was due. No instrument issues were observed. Additionally, a siemens customer service engineer went on site and performed linearity, accuracy and precision studies were performed and no issues were identified. Cse reviewed qc charts and found no deviations from the 2sd ranges. Instrument and reagent issues have been ruled out. The issue may have been due to pre-analytical issues. No further investigation is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding in the diagnosis of mi."